Event description:
This report now summarizes 4 malfunction event(s), instead of 1. An additional event where a patient was involved; the patient experienced an electric shock.

Manufacturer narrative:
3 additional events were identified and therefore added to this summary report and are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed.. Evaluation results findings (components/results) 3 devices: appropriate term/code not available/no findings available.

Event description:
The additional event where a patient an electric shock was reported in error.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced ground path compromised. There was 1 event with patient involvement; the patient experienced a shock.